Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 21mar2016. Evaluation summary a female patient experienced a serious adverse event increased blood glucose levels in (B)(6) 2012. On (B)(6)-2016, she reported the injection button of her humapen ergo ii device could not be pressed down. The device was not returned to the manufacturer for investigation (batch 1101d02, manufactured january 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient support center was able to troubleshoot the device and, after changing to a new needle, was able to confirm the device was functioning normally. Based on the timeline of when the serious increased blood glucose event occurred and the inability to press down the injection button was reported, it is unlikely that the defect was related to the serious adverse event. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6)-year-old (B)(6) female patient. Medical history included hypertension and dizziness. She had no concomitant medications. The patient received an unspecified form of human insulin (rdna origin) (humulin) via cartridge 10 iu in the morning 8 iu at noon and 8 iu in the evening for the treatment of diabetes beginning in 2000. On an unspecified date she was admitted and on (B)(6)-2005 she had a breast surgery and she was discharged on (B)(6)-2005. In 2012 she started to use a reusable pen (humapen ergo ii). In (B)(6)-2012, she had high blood sugar with a fasting blood glucose of 24 (no units, baseline results or reference values were provided); therefore she was hospitalized. On an unknown date she was discharged after ten days. Around 2015, she could not buy human insulin so she changed to insulin aspart according to the advice of the outpatient physician. On (B)(6)-2016 the injection button of the humapen ergo ii could not press down. The patient support center was able to troubleshoot the device and, after changing to a new needle, was able to confirm the device was functioning normally. Information regarding corrective treatments and outcome of the events was not provided. It was unknown when or if human insulin would be restarted. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model duration of use was not provided but started since 2012. The reported humapen ergo ii duration of use was not provided. Device not returned. Usage concerns resolved, and device was reported to be working properly. The reporting consumer did not know if the event was related to human insulin or humapen ergo ii. Update 04mar2016: upon review: this case was opened to complete the medwatch and (B)(6) required device reporting elements for regulatory reporting. Edit 04-mar-2016: upon review reopened the case to add the company analysis statement. Updated the as determined causality for the serious event of blood glucose increased. No other changes were performed. Update 09-mar-2016: information was received from the initial reporter on 04-mar-2016 via a psp. Follow-up information could not be obtained since reporter did not provide further information and declined consent for further follow-up; therefore case had been considered lost to follow-up. Update 21mar2016. Information received 01mar2016 did not contain any significant information product complaint number only. Additional information received 17mar2016 from the product complaint safety database. On the device tab changed malfunction to no, entered the device specific safety summary (dsss), updated the (B)(6) device information, updated the medwatch fields, noted device not returned, usage concerns resolved and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) year-old (B)(6) female patient. Medical history included hypertension and dizziness. She had no concomitant medications. The patient received an unspecified form of human insulin (rdna origin) (humulin) via cartridge 10 iu in the morning 8 iu at noon and 8 iu in the evening for the treatment of diabetes beginning in 2000. On an unspecified date she was admitted and on (B)(6) 2005 she had a breast surgery and she was discharged on (B)(6) 2005. In 2012 she started to use a reusable pen (humapen ergo ii). In (B)(6) 2012, she had high blood sugar with a fasting blood glucose of 24 (no units, baseline results or reference values were provided); therefore she was hospitalized. On an unknown date she was discharged after ten days. Around 2015, she could not buy human insulin so she changed to insulin aspart according to the advice of the outpatient physician. On (B)(6) 2016 the injection button of the humapen ergo ii could not press down. Information regarding corrective treatments and outcome of the events was not provided. It was unknown when or if human insulin would be restarted. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model duration of use was not provided but started since 2012. The reported humapen ergo ii duration of use was not provided. If humapen ergo ii was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know if the event was related to human insulin or humapen ergo ii. Update (B)(6) 2016: information was received from the initial reporter on (B)(6) 2016 via a psp. Follow-up information could not be obtained since reporter did not provide further information and declined consent for further follow-up; therefore case had been considered lost to follow-up. Update (B)(6) 2016: upon review: this case was opened to complete the medwatch and (B)(6) required device reporting elements for regulatory reporting. Edit (B)(6) 2016: upon review reopened the case to add the company analysis statement. Updated the as determined causality for the serious event of blood glucose increased. No other changes were performed.